Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
A patient was seated in a combi chair. As the chair was being repositioned the right front caster (wheel) fell off. The patient fell out off the chair and was injured. They were taken to the hospital, treated for their injuries, and released the same day.